Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's scs ipg was not holding a charge for longer than 2 hours. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient's scs ipg was not holding a charge was reported to abbott. It was determined the ipg reached end of life. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A case of ipg replacement was reported to abbott. No surgery date has been scheduled yet. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.